Event description:
A nitrospray lite plus 10 oz. Unit was used by the physician. The office person reported that after filling the bottle and capping it as the dr had done many times before, the dr was about to test spray the liquid nitrogen when some gas released from under the cap onto the pt's hand resulting in a 2nd degree burn to the top part of the pt's right hand.